Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap, alarmed compromised force sensor system, and alarmed motor error. The caller did not know the blood glucose reading. The customer's mother also reported that there was a piece of plastic that had broken on the device and a line running all the way down to the screen. She stated that there was a tiny piece missing under the battery cap. She stated that the drive support cap was a bit raised and that the black seal inside came off. She reported that the insulin pump was rewinding with the reservoir inserted. She was advised to remove the reservoir, was assisted with priming the device with a pen, and stated that the insulin pump alarmed compromised force sensor system again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.